Event description:
It was reported by the pt that she underwent a hip arthroplasty in 2007, in which she received a durom acetabular cup. Post-op, she experienced pain and her surgeon recommends a revision. Patient's revision is scheduled for 2009.

Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer inc, which markets the devices in the u.s.